Manufacturer narrative:
Block h6: imdrf device code a051104 captures the reportable event of jaws failure to close.

Event description:
It was reported to boston scientific that a coredx biopsy forceps was used in the common bile duct during a percutaneous cholangioscopy with biopsy procedure performed on (B)(6) 2025. During the procedure, it was noted that the jaws of the forceps would not close. The forceps were removed together with the spyglass discovery scope. There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific that a coredx biopsy forceps was used in the common bile duct during a percutaneous cholangioscopy with biopsy procedure performed on (B)(6) 2025. During the procedure, it was noted that the jaws of the forceps would not close. The forceps were removed together with the spyglass discovery scope. There were no reported patient complications as a result of this event. According to the information received on november 06, 2025; the procedure was completed with a different device.

Manufacturer narrative:
Block h2: additional information: block b5 has been updated based on the additional information provided on november 06, 2025. Block h6: imdrf device code a051104 captures the reportable event of jaws failure to close.